Event description:
The customer reported that insulin leaked at the p-cap connection and the snap cap was loose. The caller stated that his blood glucose increased up to 270mg/dl, and he smelled insulin on the reservoir cap. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. Reservoir connected and locked in place properly.